Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0fkbw026, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had a loss of coverage and pain relief. Diagnostics included reprogramming; during reprogramming they determined the lead had migrated/dislodged. Intervention involved repositioning the lead on (B)(6) 2015 and an unscheduled clinic visit. The event was resolved without sequelae. The etiology was due to the lead and noted to be related to the device or therapy and not related to the implant procedure. Patient indication for use is complex regional pain syndrome.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that diagnostic methods included device interrogation/device data. During reprogramming it was determined that the leads had migrated.